Event description:
(B)(4). At first I thought this was a miracle device when I had the procedure done in 2009. Now I believe it is slowly killing me. My symptoms that I have only had since I had the procedure. Extreme pain in abdomen. Locally over left fallopian tube. Pain in back and thighs. Pain in joints. Periods with extreme pain. Heavy periods with clotting lasting up to two weeks and spotting regularly. My hands and feet go numb constantly. Tired drained no energy ever. Bloated look in my stomach. Migraines. Anemic. Vision issues. Major teeth issues. Pain!!!!!!! I also have a lump over my left fallopian tube that swells about every 3 months which cause debilitating pain. I have had 3 uti which I had never had before. Dizziness, lack of appetite. Trouble sleeping due to when I sleep I get ungodly hot and wake up constantly short of breath and sweating like I'm running a fever. My boyfriend says that I feel like I'm burning up at night. I am a mother of three and the pain and lack of energy has not just effected me but everyone. I hope this information will stop someone from getting this procedure. As I have yet to find a doctor who takes me serious or who relate these issues to the essure. I need them removed before they cause any more damage.